Event description:
As reported, during the post dilation inflation of two 8mm x 80mm smart self-expanding stents (ses), there was a leakage coming from the shaft of a 5mm x 6cm saberx percutaneous transluminal angioplasty (pta) balloon catheter about 15cm from the hub of the device. As a result, the 5mm x 6cm saberx pta balloon catheter was replaced with a 5mm x 4cm saberx pta balloon catheter to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a patient with leriche syndrome in which the lesion extended from the abdominal aorta to the bilateral common iliac arteries. There was moderate vessel tortuosity at the lesion, and the lesion was a 100% stenosed chronic total occlusion (cto). A non-cordis 6f guiding catheter sheath introducer (csi) was inserted from the left brachial artery, and both inguinal regions were accessed via two 6f 11cm non-cordis csi's. A non-cordis floppy guidewire was used for this procedure and there was no damage to this guidewire. This was followed by the use of a 3mm x 4cm saberx pta balloon catheter from the brachial artery for pre-dilation of both iliac arteries. Next, the 5mm x 6cm saberx pta balloon catheter and a 6mm x 6cm saberx pta balloon catheter were inserted from both groins, and a simultaneous ¿kissing¿ inflation of both balloons was made. Two 8mm x 80mm smart sel-expanding stents were both implanted, and the 5mm x 6cm saberx and 6mm x 6cm saberx were reinserted for a simultaneous post-dilation inflation when the leakage was observed. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components, and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device. The device was able to track toward the lesion and cross the lesion without difficulty. The device was able to be removed easily from the patient and remained in one piece during its removal. The device was discarded and will not be returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, during the post dilation inflation of two 8mm x 80mm smart self-expanding stents (ses), there was a leakage coming from the shaft of a 5mm x 6cm saberx percutaneous transluminal angioplasty (pta) balloon catheter about 15cm from the hub of the device. As a result, the 5mm x 6cm saberx pta balloon catheter was replaced with a 5mm x 4cm saberx pta balloon catheter to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat a patient with leriche syndrome in which the lesion extended from the abdominal aorta to the bilateral common iliac arteries. There was moderate vessel tortuosity at the lesion, and the lesion was a 100% stenosed chronic total occlusion (cto). A non-cordis 6f guiding catheter sheath introducer (csi) was inserted from the left brachial artery, and both inguinal regions were accessed via two 6f 11cm non-cordis csi's. A non-cordis floppy guidewire was used for this procedure and there was no damage to this guidewire. This was followed by the use of a 3mm x 4cm saberx pta balloon catheter from the brachial artery for pre-dilation of both iliac arteries. Next, the 5mm x 6cm saberx pta balloon catheter and a 6mm x 6cm saberx pta balloon catheter were inserted from both groins, and a simultaneous ¿kissing¿ inflation of both balloons was made. Two 8mm x 80mm smart self-expanding stents were both implanted, and the 5mm x 6cm saberx and 6mm x 6cm saberx were reinserted for a simultaneous post-dilation inflation when the leakage was observed. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components, and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device. The device was able to track toward the lesion and cross the lesion without difficulty. The device was able to be removed easily from the patient and remained in one piece during its removal. The device was not returned for evaluation as it was discarded. A product history record (phr) review of lot 82246566 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft leakage - in-patient¿ was not confirmed as the device was not returned for analysis. The exact cause cannot be determined. The device was being used during post dilation inflation of two smart self-expanding stents. It was also noted the vessel was moderately tortuous and the lesion was a 100% stenosed cto. Additionally, stent struts can easily damage catheter material when attempting to cross inside the stent and/or upon inflation. It is likely a combination of vessel characteristics and the stent struts contributed to the failure noted. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.